Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
As reported to customer relations: during iliac/sfa procedure, when retracting the flexor ansel guiding sheath, the sheath separated and the coil unwound. Per additional information received february 14, 2017 the flexor ansel guiding sheath coil broke off while in the patient however, the physician was able to retrieve it by taking the broken piece of the coil outside of body to wrap it and pulled the sheath out. No fragments remain inside the patient, the patient was unharmed. No additional details have been received.

Manufacturer narrative:
Adverse event or product problem: changed from product problem to adverse event. Evaluation: the complaint device was not returned. Photographs of the failure were provided to aid the investigation. The device history record was reviewed and no non-conformances were noted. A search of the complaint database did not reveal any other complaints associated with this type of issue and lot number. The complaint was confirmed based on the customers¿ testimony and provided images. A definitive root cause could not be determined. No adverse effect was observed on the patient as the physician was able to retrieve the separated piece without additional intervention. There is no information in the investigation to suggest that there is a design or manufacturing related issue, therefore no corrective actions will be taken at this time. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.